Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw # 2210968-2020-00458, 2210968-2020-00460, 2210968-2020-00461.

Event description:
It was reported that the patient underwent abdominal aortic aneurysm surgery on (B)(6) 2019 and suture was used. During an abdominal aortic anastomosis, suture was broken. The surgeon stopped using the product and used competitor¿s product. The surgeon commented that, during anastomosis at the central side of the abdominal aorta, suture breakage was near the root of the renal artery. The operation time was extended within 30 minutes. Further details were not provided. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/24/2020. A manufacturing record evaluation was performed for the finished device batch phr712 number and no non-conformances were identified. Additional h3 device evaluation summary: three sealed boxes with twelve unopened samples, two bottom ofoverwrap packets and eight unopened samples inside open box of product code d7768, lot phr712 were received for analysis. The product code is multi-strand and required four strands double armed per packet. As total 44 samples were received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of device issues captured in reports mw # 2210968-2020-00458, 2210968-2020-00459, 2210968-2020-00460, and 2210968-2020-00461. Analysis results have been included in follow up reports for each.